Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aortic neck is 18 mm in diameter and 10 mm in length. It was reported that a recent follow-up CT scan revealed the aneurx bifurcated device migrated distally and there was a proximal type I endoleak. The physician stated the event was related to the device. The physician placed a 25 mm diameter endurant cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the physician thinks that as the aneurysm continued to remodel it gained length pulling the stent graft down. Comparisons of a CT done 1 year post op showed that the stent graft was 4mm below the renals with diameters of 15mm at the renals and 16.5mm at the top of the stent graft. A recent CT showed the stent graft had migrated and the stent graft was now 22m below the left renal artery with a type I endoleak present. The aortic diameter at the renals was 15mm and at 4mm down it was 16.5mm the diameter 10mm distal to that was 18.5mm and at the top of the stent graft the diameter was 22.5mm. The renal to bifurcation length 1 year post implant was 99mm, and 7 years post implant the renal to bifurcation length was 109mm.

Manufacturer narrative:
(B)(4).